Manufacturer narrative:
The returned head, neck and stem parts were examined with the microscope and with the naked eye. The parts were received with the head and neck assembled; the laser lines on the head and the neck were aligned properly; the locking interface region on the neck was damaged; damage to the interface was most likely caused by the stem clamp not being fulled seated on the stem prior to rotation to lock; lack of interference marks on the stem indicate that the head/neck assembly was not rotated to 45 degrees (the locked position). Additional mdrs associated with this event: 3025141-2016-00186: head; 3025141-2016-00187: neck.

Event description:
Arh slide-loc products were implanted on (B)(6) 2016. At some point post operatively, the head/neck assembly disassociated from the stem. The implants were explanted on (B)(6) 2016.